Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported. On an unknown date in between 31-90 days, partial clip movement was observed, and the clip was partially moved from posterior leaflet. Mr was grade 4. On (B)(6) 2026, one clip was implanted to stabilize the flail.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided the reported migration and mr appear to be related to inadequate grasp and a flail. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.